Event description:
It was reported to tyco healthcare/kendall in 2002 that a patient had sustained a needle stick. The patient sustained a needlestick when they were using the bathroom at night. The patient mistakenly reached into the sharps container when they thought they were reaching for a towel. The sharps container was mounted on the outside of the bathroom door. It was reported that a needle in lid of the sharps container had not dropped.